Manufacturer narrative:
A review of the device history record (DHR) was conducted for serial number (B)(6) which confirmed that there were no nonconformance, failure, discrepancies, or missed steps during the manufacturing process that could be related to the reported event.

Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by running samples using the sorter. While troubleshooting, fse identified a faulty ribbon cable as the likely cause. Fse replaced the entire sorter, repaired and validated the analyzer by successfully by running quality control run from the front loader without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. The aia-900, serial number (B)(6), was installed on (B)(6)2022. A complaint history review and service history review for similar complaints was performed from installation date (B)(6)2022 through aware date (B)(6)2023. There were no other similar complaints identified during this searched period. The aia-900 operator's manual under section12: error messages states the following: (4053) sorter-z home overrun cause: the home sensor s022, which is not supposed to be activated after the sorter z-axis moves, was activated. A retry will take place, and if there is no improvement a flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s022 and also check to see the cause of slipping, and so on, that occurs when pm022 moves to the limit side. The most probable cause of the reported event was due to the faulty ribbon cable.

Event description:
A customer reported error message ¿4053 sorter-z home overrun¿ on the aia-900 analyzer. The customer rebooted the analyzer, but the error persists. The customer also stated the sorter was misaligned and the probe was not picking up the test cups correctly. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for estradiol (e2), follicle stimulating hormone (fsh) and progesterone (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.